Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 1st and subsequent attempts until requesting other instrument. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? What was found? Cholecystitis. Does the patient have any relevant history of surgical treatments? Unknown. If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? Unknown. If so, whom?

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw causing clips with gap. In addition the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, a properly formed clip was found jammed inside the shaft leading to the found feeding issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not project clips regardless of firing stroke. The surgeon was firing plastic to plastic strokes, but the clips did not form in the jaws. It appears a malformed clip is stuck deep in the jaws. There were no patient consequences. Case completed with another device of the same product code.